Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a one-link neutral luer activated device ¿broke off¿ of an unknown clearlink continu-flo solution set with duo-vent spike, leading to a leak. This occurred during infusion of herceptin. The reporter stated that there had been no observed damage to the device¿s packaging. The clearlink tubing and one-link device were replaced, and the patient was able to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one used unit for evaluation. During visual inspection no defects were observed. Clear passage and pressure test was performed with satisfactory results in the received sample. Functional testing was performed by firmly pushing the male luer of syringe to the one link connecter luer activated surface and rotating until connection was secure, then priming; the test passed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.